Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 159 mg/dl. The customer states doing multiple complete set changes, but having a reoccurring no delivery alarm. The customer states they are now getting a motor error alarm. Troubleshooting was performed and the motor error alarm. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The displacement test was performed and passed. There was no troubleshooting performed for the no delivery alarm, due to customer being unable to troubleshoot. The customer called back (B)(6) 2013 with a no delivery alarm. The customer blood glucose was 400 mg/dl at the time of the incident. The blood glucose was treated with a manual injection. Troubleshooting was performed and was not able to resolve the no delivery alarm. The device will be returned for analysis.